Manufacturer narrative:
Model number/catalog number: sc-3400-30. Serial number: (B)(4). Batch/lot number: 17651344. Model/catalog description: splitter 2x8 kit-sterile. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had high impedance on the lead. The patient underwent a lead replacement procedure. It was mentioned that lead still had high impedance when lead splitter was removed, therefore fracture on lead. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaints impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The lead body gets kinked right after it exits the clik anchor and it resulted in the reported complaint. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had high impedance on the lead. The patient underwent a lead replacement procedure. It was mentioned that lead still had high impedance when lead splitter was removed, therefore fracture on lead. The patient was reportedly doing well postoperatively.